Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "bad sensor," which was not reproduced. The reported symptom was confirmed as false air in line messages in a review of the event history log. Evaluation found cracks on the tail pins of the upstream sensor, causing the reported symptom. The upstream sensor was replaced to correct the condition. Additional information - crack.

Event description:
It was reported that a spectrum pump had a bad sensor. Any patient involvement, injury or medical intervention is unknown.